Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 289 mg/dl. The customer stated that she bolused, but her blood glucose levels remained high. The customer's blood glucose levels would come down with manual injections, but they would go back up due to the customer not changing the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.